Event description:
Facility reported pt cultures tested positive for stenotrophomonas maltophilia and burkholderia cepacia following use of sls-1 sublingual sensor. Pt reported to have no signs of clinical infection and has demonstrated colonization only. Company continues to investigate.